Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event reported only as (B)(6) 2011. This report is for the cortex screws, quantity, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: the surgeon reported problems with insertion of cortex 2.7 and locking 2.7 screws. The surgeon further reported in one case a cortex screw and a locking screw broke off during insertion, the surgeon left the broken screw shaft(s) in the bone, this report is for the cortex screws, quantity, part and lot numbers unknown. This is report 2 of 2 for (B)(4).